Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and health care provider (hcp) regarding a patient receiving intrathecal baclofen 2000 mcg/ml (unknown dose) via an implantable pump for intractable spasticity. It was reported that the patient reported hearing the pump alarm intermittently throughout the night. The hcp stated that she checked the logs and there were no events. The hcp further stated that the patient said the alarm was similar to the non-critical but ultimately it did not sound like either pump alarms. The hcp confirmed there was no change in therapy. The patient did not have any other medical devices. Technical services recommended looking at other things that could possibly be sounding around the home.